Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. On an unreported date, the patient was treated with an unspecified anti-inflammatory drug for the event. Pd therapy was discontinued during treatment. The patient hospitalization and patient outcome were not reported. The reporter declined to provide additional information.